Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failed to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used during an esophagogastroduodenoscopy (egd) procedure performed on april 14, 2026. During the procedure, the clip failed to release from the catheter. There was no patient injury. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.